Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Rep reports the pt reported not being able to increase intensity on their controller. Rep did a connectivity and impedance test and found high impedance, 40000, on electrode 11. Rep programmed pt off of this electrode and the issue was resolved. The cause of the high impedance was not determined. Rep reports they will provide additional information as they become aware. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.